Event description:
Distributor reports customer complaint of liquid quality control (lqc) generating low results with use of hemochron jr. Act-lr cuvettes. Lqc performed with one control lot generated result of 79 seconds, which was below the published range of 109-167 seconds. On a second control lot the result was 89 seconds, which was below the published range of 109-178. This event occurred outside the united states. Itc notified by distributor on (B)(4) 2013 that the user facility submitted a vigilance report to (B)(6). The report indicated lqc results were outside the published range. The inability to pass lqc was observed on multiple attempts, with several instruments, act-lr cuvette boxes, lqc lots, and within several depts. The vigilance report alleged that there was postponement of certain invasive procedures (unspecified) and difficulties with monitoring pts on extracorporeal membrane oxygenation (ECMO). No specific pt related info was provided. The customer did not specify any incidents of pt injury or harm in association with the complaint.

Manufacturer narrative:
(B)(4). Method: process eval performed. Cuvette device history records reviewed and found to meet specifications. No related ncrs or other related anomalies identified for this product lot. Itc has requested all data required for form 3500a.